Manufacturer narrative:
Based on the provided information, it is not clear what role, if any, the lava ultimate restoration may have played in the noted outcome. Other factors, such as prior tooth history, may have played a role in the need for extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a (B)(6) year-old male patient who required extraction of tooth #31. This tooth received a lava ultimate cad/cam restorative for e4d crown on (B)(6) 2013; prior to placement of the lava ultimate crown, this tooth had undergone root canal therapy and had a pre-polymerized filling. On (B)(6) 2016, it was reported that the lava ultimate crown had debonded and decay, along with a fracture between the tooth roots, was noted. Tooth #31 was extracted.